Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort due to the size of the ipg. In turn, surgical intervention occurred where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿pocket site discomfort¿ was not able to be confirmed. Analysis of the returned ipg found no physical anomalies and it communicated with all lab utilities. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that the physician reported that it was the size of the ipg that was bothering the patient and there were no other complaints against the ipg.